Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed .no product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed no issues. Functional evaluation was performed and found the unit presents an f4 error on power up. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Event description:
It was reported that during rotator cuff repair procedure when connecting the wand, the coagulate and ablate functions were not working, midway into the surgery the machine stopped generating plasma despite the wand change, the wand had no power output. Delay was greater that 30 minutes and it is unknown if there was a back up available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.